Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that there was network related error. A technical support specialist connected to the server and validated the services were running fine and the messages are crossing as current without any error on both stations. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system was disconnected and on critical override. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.